Manufacturer narrative:
It was reported that one of the clips on the shoulder pack was broken. The shoulder pack was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the unit revealed that the shoulder pack had a damaged snaphook swivel, confirming the reported event. As a result, the most likely root cause of the reported event can be attributed, but not limited,to wear and/or due to the handling of the unit. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that one of the clips on the shoulder pack broke and no excessive force had been used. The shoulder pack was exchanged. No patient complications have been reported as a result of this event.